Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screws were disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Upon review of the screw removal tool, it was observed that the threads on the distal tip of the instrument were deformed in a counterclockwise pattern, indicative of torque overloading during the removal process.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which two broken screws were removed. The shaft of one of the broken screw remains in the patient. Revision surgery took place (B)(6) 2018.